Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device came apart and was making different noises was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had missing components and the labeling was damaged. It was further determined that the device failed pretest for visual assessment and labeling assessment. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported that prior to an unspecified surgical procedure it was observed that long attachment device came apart and was making different noises. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.